Event description:
On (B)(6) 2023, it was reported by a patient via email that a severe complication occurred after undergoing surgery on (B)(6) 2023. The patient has a tenodesis implant; the specific part number is unknown. Since the procedure, the patient has developed a severe allergic reaction, and the incision site has not healed correctly. The patient's symptoms include skin redness, itchiness, inflammation, severe swelling, local and systemic edema, hypersensitivity, dermatitis, pain around the implant, and even trouble breathing. The patient has taken several courses of antibiotics and oral steroids to help manage the symptoms, but they have not been completely eradicated. The patient began seeing an allergist, but further testing is pending because the implant part numbers are unknown. Additionally, the patient reports having swollen hands and discoloration on both sides. The patient started to experience symptoms roughly three months after the surgery was performed. The patient has been unable to contact the surgeon, and its unknown at this time what would be the next course of action. Additional information received on (B)(6) 2023: per the operative report, the patient underwent surgery on (B)(6) 2023 after complaints of right shoulder pain and dysfunction. The patient had previously had arthroscopic surgery. The surgeon reports the rotator cuff to be intact, and no significant chondromalacia. There was a complete subacromial bursectomy and a significant scar from the previous surgery. The patient had a spur of the anterior acromion, and an acromioplasty was performed. Above the infraspinatus was an area of calcium deposit, which was derided. An arthrex fiberloop was placed within the substance of the tendon, starting at the musculotendinous junction, in a locking fashion. This was then tendered to the anterior humerus with an unicorical button. The excess suture was then brought around the bicep tendon, locked, and locked in a standard non-tying fashion. The excess suture and the tendon were then excised. The case was completed successfully and in a standard fashion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.